Manufacturer narrative:
Lead remains implanted as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided or if the lead is returned.

Event description:
Boston scientific received information that this patient was presented to the hospital for a scheduled valve surgery. Post-operatively, the local representative checked the device and a p-wave sensing issue was identified. Subsequently, boston scientific received information from the local representative that this right atrial (ra) lead had become dislodged. There were no adverse patient effects reported. There is no scheduled lead revision planned at this time.